Event description:
Olympus was informed that the colonoscope was leaking blood from the air/water nozzle following reprocessing in a custom ultrasonic system 83 high-level disinfection automated endoscope reprocessor (aer). The user facility personnel reportedly used the air water cleaning adaptor to remove the blood from the air/water cleaning adaptor to remove the blood from the air/water nozzle. After using the air/water cleaning adaptor for several minutes, the staff reportedly observed a long bloody string of patient matter advance from the air water nozzle. The staff were reported to be performing pre-cleaning and leak testing as per recommended protocols. However, when performing the manual cleaning process the user facility personnel did not use the suction cleaning adaptor, irrigation tube or channel plug as they indicated they believed that the aer does this part of manual cleaning. The subject device was never used on patient.

Manufacturer narrative:
The device referenced in this report was returned to olympus for evaluation. The evaluation did not find any problem with the auxiliary water channel, the air and water flow was within the standard. The device failed the insulation test due to a cracked distal end cover. The light guide lens was chipped. The device was serviced and returned to the user facility. Based on the information that was provided, the user facility was not reprocessing the endoscopes in accordance with the device instruction and/or reprocessing manual. The local olympus endoscopy support specialist has provided in-service training to user facility personnel on appropriate reprocessing of their endoscopes. The user's report appears to be due to insufficient cleaning of the endoscope. This report is being submitted as a medical device report in an abundance of caution.